Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.